Event description:
Pt had routine catheter change done on 12/12/97. A #24f. Lubricious catheter with 10cc balloon was inserted. Urine drained clear, yellow. Pt later went to emergency room because catheter was not draining properly and he had symptoms of hyperreflexia and blood in urine. Catheter was changed in emergency room and symptoms resolved.